Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the insulin pump's battery. The customer received low battery alerts in less than one week, after he inserted new batteries. His blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.